Event description:
It was reported that during a routine device changeout procedure, it was noted the rv (right ventricular) lead exhibited high, out of range, impedance measurements of 2500 ohms or more. The lead was surgically abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.